Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump continued to alarm no delivery and the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading prior to her admission was 490 mg/dl. Troubleshooting was performed. The infusion set was disconnected to perform a fixed prime test and found the cannula bent. Also, it was mentioned that the customer used insulin from the refrigerator and did not allow to warm up to room temperature. No further info was provided.